Event description:
It was reported that this patient presented to the emergency room (ER) after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found a change in morphology that was double detected which resulted in the inappropriate shock. No adverse patient effects were reported. Currently, this s-ICD system remains in service.